Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left circumflex artery that is 90% stenosed. The 3.5x15mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. Resistance with anatomy was noted during removal of the sds. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.